Event description:
It was reported that a small volume intermate had particulate matter in the balloon. The device was filled with an unspecified amount of meropenem. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual inspection revealed black particulate matter approximately 0.10 square millimeters in length, floating in the fluid of the bladder. Fourier transform infrared spectroscopy was attempted, but the black particle was insufficient to produce visible signals. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.